Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a biliary stent placement procedure in the bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a stenosis due to liver malignancy. Reportedly, the patient's anatomy was tortuous. During the procedure, during stent deployment, the stent was noted to be too long for the target site. An attempt to reconstrain the stent was performed in preparation for stent repositioning. However, the stent could not be completely reconstrained, so it was removed from the patient. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.